Event description:
It was reported that the patient's lead had migrated. Surgical intervention is pending to address this issue. The investigation did not determine which lead contributed to the issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000059740.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-00905. Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced. During the procedure it was discovered that the lead was fractured and the patient's other lead had high impedances so that lead was explanted and replaced as well.